Event description:
It was reported that the ventilator was on a trached patient with a tracheostomy tube cuff leak. Leak sync was reportedly enabled but the ventilator was alarming "low mandatory tidal volume" on pressure support ventilation and reading a mandatory tidal volume of 6000 ml. The ventilator reportedly sounded like breaths were being delivered but no tidal volume or respiratory rate was displayed on the screen. The ventilator then went into apnea ventilation and the mandatory tidal volume again read 6000ml. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and could not duplicate the alleged malfunction. The software was updated to the current revision with a flash drive hardware update. Verified that there were no hardware related errors in the memory. Ventilator warm up was completed as well as extended self test (est) with no errors; atmospheric pressure calibration; touch screen calibration; flow sensor calibration; and exhalation valve calibration. Passed the vent inop test; short self test (sst); oxygen sensor calibration; and the electrical safety test. The ventilator passed all performed testing.